Event description:
A caller reported that their pump screen was dark and would not turn on, suggesting a possible malfunction. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to check for water damage as the pump had been reported wet, and some drops were found. Technical support provided instructions for drying out the device, and plans were made to follow up after two hours. Subsequent follow-ups included confirming there was no water in the usb port and planning further actions, leading to the case being closed after attempts to resolve the issue.